Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Currently, the maximum aneurysm diameter measures 9.6cm. It was reported that the talent bifurcate had migrated 2cm caudal resulting in a proximal type I endoleak. The physician stated that cause of the event was due to disease progression in the proximal seal zone. An intervention was performed and an endurant cuff was implanted in conjunction with six aptus endoanchors, resolving the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.